Manufacturer narrative:
It was reported that, on (B)(6) 2015, the patient experienced constipation, obstipation, abdominal distension and abdominal pain. The mesh remains implanted. The patient has end stage colon cancer and it was asymptomatic and undiagnosed at the time of hernia surgery. He underwent an emergency laparotomy and defunctioning colostomy. It was reported that a large bowel obstruction had nothing to do with the mesh or the surgery and there were no complications of the hernia surgery. It was reported that the patient has a limited life expectancy. Currently, the patient has been discharged, not followed up as yet. (B)(4).

Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2015 and mesh was implanted. On (B)(6) 2015, the patient experienced large bowel obstruction from two synchronous colon cancers. Laparatomy transverse colostomy was performed and patient was found to have peritoneal metastatic seeding and received palliative defunctioning colostomy. The transverse colostomy resolved with sequelae. It was reported the issue resolved on (B)(6) 2015. It was reported that the event is not related to the mesh and not related to the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: contact office: (B)(4).

Manufacturer narrative:
Additional information was received that indicates this event is not related to the device or procedure this event therefore is not reportable.